Event description:
It was reported to philips that the device's etc02 module is bad. It was not reported why the etc02 module was considered to be bad. No adverse event involving patient or user was reported.